Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The button error alarm could not be verified due to blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer called reporting a button his insulin pump. Customer's blood glucose is 150 mg/dl. He stated he jumped in a pond and when he got out, his device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.